Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The device was received at the service center and tested. Performed service and repair functions. Reviewed service history. Attach box label and electrical safety. The unit was evaluated and the reason for return: "the machine went crazy" could not be duplicated. The unit passed all diagnostic tests, functional tests, and is fully operational. This device was produced prior to the closure of the fms facility in (B)(4) and therefore will not have a DHR review preformed. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that during a knee scope surgical procedure, it was observed that the 4590 fms solo irrigation pump device kept running and filling the chamber and tubing. There was a delay of less than five minutes in the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.